Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high and low blood glucose but not hospitalized. Customer's blood glucose unknown mg/dl. The customer was offered to transfer to helpline but declined. The customer reported the incident for documentation only.